Manufacturer narrative:
The reported event of no communication was confirmed. The device was unable to communicate via both inductive and bluetooth (ble) telemetry when received. Electrical testing revealed oscillating high current. The cause of the no communication and high current could not be determined.

Event description:
During a clinic follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.